Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, and bradycardia symptoms during use the right ventricular (rv) lead. It was also reported that the rv lead exhibited pacing failure. Follow up check was performed. X-ray images confirmed the rv lead dislodge. In addition, the rv lead pacing failure was observed and undersensing noted. Device settings were re-programmed, the lead remains in use and a rv lead revision procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.